Manufacturer narrative:
The reported event was confirmed. Review of the DHR revealed the item had been manufactured to specs. Review of risk management file (rmf), CAPA and complaint history revealed no salience. The device received was completely broken in the recess in front of the transition to the wider diameter at the connection adapter. The fracture pattern revealed a brittle fracture. It could not be excluded that the item had been used with a power tool under misalignment causing the adapter fragment to snap off at the weakest diameter. A manufacturing deficiency of the device was not verified. With available information and referring to investigation results the cause of the event was regarded being user related.

Event description:
As reported: "the patient underwent the initial procedure for femur (right). When the surgeon used the subject product, counterbore drill according to the advanced locking screw insertion procedure, the drill broke".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient underwent the initial procedure for femur (right). When the surgeon used the subject product, counterbore drill according to the advanced locking screw insertion procedure, the drill broke".